Event description:
The customer has observed positive immulite 2000 hcg results which were discordant relative to alternate-method testing. The customer routinely pregnancy-tests patients who are candidates for hydroxyurea treatment, which has adverse indications for pregnancy. Among these tests, 11 immulite 2000 hcg results (for 6 patients), obtained over several days, were identified to be discordant. The discordant immulite 2000 hcg results were not reported to the physician. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated immulite 2000 hcg results.

Manufacturer narrative:
A customer from outside of the united states reported observation of falsely-positive immulite 2000 hcg results for several patients. Siemens healthcare diagnostics is investigating this event. The limitations section of the instructions for use states the following: "for diagnostic purposes, the results obtained from this assay should always be used in combination with the clinical examination, patient medical history, and other findings." The following reports have been issued for the same event: MDR 1219913-2022-00122, MDR 1219913-2022-00123, MDR 1219913-2022-00124, MDR 1219913-2022-00125, MDR 1219913-2022-00126.

Manufacturer narrative:
MDR 1219913-2022-00127 was initially filed on 2022-04-28. Additional information, 2022-12-14: siemens has concluded the investigation. A customer from outside the united states reported observation of falsely-elevated immulite 2000 hcg results for several patients who were tested prior to hydroxyurea anemia treatment. The laboratory was concerned about low-positive hcg results which could delay initiation of drug application. Testing by an alternate method produced negative results consistent with clinical expectation. Siemens performed internal testing to investigate, using three methods (platforms) for testing: immulite 2000 xpi, atellica im, and dimension vista. Bio rad control material was run in multiple replicates, meeting acceptance criteria for all three platforms. 13 customer-provided samples were tested alongside 10 other normal female patient samples. Results for the 10 externally-acquired samples demonstrated good agreement across the platforms. It was observed that the customer's results for the samples which were sent to siemens were almost always higher than those obtained in the siemens testing. This may be the result of a sample integrity issue (change over time). Siemens testing results show acceptable agreement among the three platforms. It was noted that many of the customer's samples are from older women (perimenopausal/postmenopausal). Literature and the assay's instructions for use (IFU) suggest that higher hcg values correlate with age. Siemens recommended to the customer that they consider generating appropriate reference ranges based on their local patient population. Siemens provided the results of the internal investigation, along with additional literature regarding elevated hcg measurements in the absence of pregnancy. The customer has elected to stop using the immulite 2000 xpi hcg assay, and no longer requires support. On the basis of the investigation, no product performance issue was identified. No further action is required. Notes: 1) in section h6, the codes for type of investigation, investigation findings and investigation conclusion have been updated. 2) the following additional reports have been issued for the same event: MDR 1219913-2022-00122; MDR 1219913-2022-00123; MDR 1219913-2022-00124; MDR 1219913-2022-00125; MDR 1219913-2022-00126.